Event description:
Patient underwent a right metal on metal citation mitch total hip arthroplasty on (B)(6) 2006 under the care of dr (B)(6) at the (B)(6) hospital. Patient has been reasonably asymptomatic. On routine annual review, her metal levels have been climbing, however the plain xrays showed no obvious osteolysis or loosening. MRI on (B)(6) 2013 reported by the surgeon who has a musculoskeletal imaging fellowship showed a large pseudotumour posterolaterally over the hip measuring 6 cm x 2.5 cm which is consistent with aseptic lymphocytic vasculitis associated lesion of metallosis. There was no periprosthetic fracture of osteolysis. The patient's right metal on metal total hip arthroplasty is causing metallosis and an alval reaction and in the context of increasing chromium cobalt levels which have increased for cobalt from 158 to194 in the last year and chromium from 23 to 43. The patient has reached the stage where she requires revision surgery. She will require exchange of her all metal acetabular shell to a revision prosthesis with a ceramic on polyethylene articulation. Revision surgery is scheduled to be performed at the (B)(6) hospital on the (B)(6) 2014.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown citation stem. The other device noted in this report is an unknown mitch acetabular component, (depuy). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device is currently implanted.

Manufacturer narrative:
An event regarding allergy/reaction involving a citation stem was reported. The event was confirmed. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. A review of the provided information by a clinical consultant indicated: "MRI showed a large pseudotumor postero-lateral over the right hip with findings described as compatible with alval. Histopathology of the revision tissue material confirmed chronic inflammation consistent with metallosis and lymphoplasmacytic reactions compatible with alval reaction. No signs of infection. The combination of MRI findings and elevated cobalt blood levels clearly represents an adequate indication for revision surgery to prevent further and progressive soft tissue damage and as such there is no doubt about the proper indication for revision surgery." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including device return and, x-rays are needed to fully investigate the event.

Event description:
Patient underwent a right metal on metal citation mitch total hip arthroplasty on (B)(6) 2006 under the care of dr (B)(6) at the (B)(6) hospital. Patient has been reasonably asymptomatic. On routine annual review, her metal levels have been climbing, however the plain x-rays showed no obvious osteolysis or loosening. MRI on (B)(6) 2013 reported by the surgeon who has a musculoskeletal imaging fellowship showed a large pseudotumour posterolaterally over the hip measuring 6 cm x 2.5 cm which is consistent with aseptic lymphocytic vasculitis associated lesion of metallosis. There was no periprosthetic fracture of osteolysis. The patient's right metal on metal total hip arthroplasty is causing metallosis and an alval reaction and in the context of increasing chromium cobalt levels which have increased for cobalt from 158 to 194 in the last year and chromium from 23 to 43. The patient has reached the stage where she requires revision surgery. She will require exchange of her all metal acetabular shell to a revision prosthesis with a ceramic on polyethylene articulation. Revision surgery is scheduled to be performed at the (B)(6) hospital on the (B)(6) 2014.